Event description:
It was reported that a user of the ilet system experienced hyperglycemia, with blood glucose measured at 213 mg/dl, later trending to approximately 192 mg/dl and stabilizing; the user reported higher insulin usage on pump therapy with a total daily dose of about 120 units and was running low on supplies. Investigation included guidance to contact the healthcare provider for prescription updates. Further investigation of this case revealed no device malfunction reported and a likely user or therapy-related factor contributing to hyperglycemia. Symptoms included ear burning during the event. Outcomes included no medical intervention, with the pump used to correct the glucose. It was concluded that the event was consistent with hyperglycemia of unclear cause, with no injury and recovery without medical treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.